Event description:
It was reported that the device was explanted due to infection. The patient was discharged and was doing good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.